Manufacturer narrative:
The customer¿s report of an over infusion was confirmed. Periods of uncontrolled flow were exhibited during the investigation due to debris trapped between the membrane frame and the bezel; contributing factors included incorrectly assembled snap rivet pins and missing membrane securing screw. Physical inspection showed the pump module was received in poor condition with multiple cracks in the bezel and rear case, a piece of the bezel was broken off at the bottom front left region; the instrument seal (blue with white letters) was broken. The left iui (female) has fluid residue on all pins. The right iui (male) was observed missing the screw that is closer to the back of the case. The right iui was observed to have dried fluid residue on all contacts as well as corrosion most heavily on pins 1, 2, 14 and 15. The bezel is also cracked at the bottom hinge. The rear case appeared to have a crack around most of the entire front perimeter. The sear was cracked at the set screw. The membrane frame was broken at the bottom mounting point and missing the mounting screw, the second pin down the right side (molded part that secures the membrane in the bezel) was cracked, there was no date code stamped on the membrane frame. The membrane and platen were both missing the black pin for both push rivets. The sear appeared to be manufactured by a third party. The pcu and pcu error/event logs were not returned for this investigation, therefore were not reviewed. Analysis of the pump module error log showed no errors associated to the customer¿s complaint. The pump module event log did not show an infusion taking place while attached to pcu sn: 12745108 which was the system allegedly in use at the time of the event. The pump module was recorded being attached to pcu sn: 12746503 on 12feb2019 at 2:06:35 pm as channel ¿a¿. This was the last time the pump module appeared to infuse; the last infusion programmed was for 10 ml/h with a vtbi of 300 ml. The pump module was then channeled off at 2:28:34 pm. The overall infusion time was approximately 18 minutes. Asm rate accuracy testing performed on the source pump module found the device operating out of specification. The membrane frame was lifting above the upper right datum post, which caused the upper occluder from completely closing the pumping segment, which led to uncontrolled fluid flow. The broken membrane frame pieces were pinched between the membrane and bezel, these were removed for an additional asm rate accuracy test, which passed. A timed rate accuracy also passed, indicating the source device was within specification. The root cause of the over infusion was damage to the bottom mounting point of the membrane frame.

Event description:
The customer reported that the device infused too fast during an infusion in the emergency department. The bag of unspecified fluid was emptied in 10 minutes. No patient harm was reported. Although requested no other infusion or patient details were provided. The biomed testing confirmed the module was infusing faster than expected, and there was no case damage to indicate the device was dropped. Although requested, no further information was provided.

Manufacturer narrative:
The device was received, the investigation has not started. Although requested, patient demographic details were not provided. A follow up report will be submitted with failure investigation results when the investigation has completed.

Event description:
The customer reported that the device infused to fast during an infusion in the emergency department. The bag of unspecified fluid was emptied in 10 minutes. No patient harm was reported. Although requested no other infusion or patient details were provided. The biomed testing confirmed the module was infusing faster than expected, and there was no case damage to indicate the device was dropped.